Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of peritonitis were not reported. On the same day as the event onset, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing during the treatment. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.